Event description:
Patient was revised to address shoulder pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided information marked on the form found a size 8 stem and 40 x 15 humeral head was removed and a size 10 stem and 40 x 18 head was replaced. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.